Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, sion blue, suoh, xt-r, gaia 1/2, conquest pro/12, extra floppy; guide catheter: hyperion 6f im, bt 6f, xt3.5/jl3.5sh/al1sh/al1st sh, xb3; stent: xience xpedition 2.25x28mm, 2.5x38mm, 2.75x38mm, 3.0x18mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo, concentric, chronic total occlusion in the proximal to distal right coronary artery with mild tortuosity, heavy calcification and 100% stenosis, pre-dilatation was performed with a 1.2x15 mm and 2.0x15 mm rx trek dilatation catheter. A 2.25x28 mm, 2.5x38 mm, 2.75x38 mm, and 3.0x18mm xience xpedition stents were implanted in the lesion. Kissing balloon technique was then performed at the bifurcation area with a 2.0x15 mm and a 2.5x15 mm rx trek dilatation catheter; however, during the first inflation at 8 atmospheres the 2.5x15 mm rx trek balloon ruptured. Reportedly, no resistance was felt during removal of the protective sheath, during advancement to the lesion and during removal from the anatomy. The device was changed to a 2.25 mm nc trek and the kissing balloon technique was successfully performed. The procedure was completed without any issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.